Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
One day after a procedure to upgrade the generator, this rv lead dislodged and was explanted and replaced.